Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During evaluation at a third-party service center, the ventilator inoperative condition could not be replicated. However, there was an error found in the log in relation to a battery not charging. The technician recommended replacing the internal battery to address the issue. The device was run for an hour with no alarms occurring and passed all final testing.